Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included insomnia since (B)(6) 2017, blood pressure high since (B)(6) 2013 and menometrorrhagia. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2011 for birth control, atenolol for blood pressure high, zolpidem since (B)(6) 2018 for insomnia, levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2015 and norethisterone acetate (aygestin) from (B)(6) 2018 for menstrual cycle management, topiramate since (B)(6) 2012 for migraine as well as alprazolam since (B)(6) 2018, estradiol since (B)(6) 2017, gabapentin since (B)(6) 2015, lisinopril since (B)(6) 2018, rizatriptan from (B)(6) 2011 to (B)(6) 2018, tramadol from (B)(6) 2018 to (B)(6) 2019 and venlafaxine from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection/ vaginitis"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation with the novasure device and dilation and curettage on (B)(6) 2018 and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, headache, allergy to metals and dysmenorrhoea outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : as per summon plaintiff had an hsg test done which confirmed that the essure device was successfully occluded and as per new fu essure confirmation test(s) conducted, specify no . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: perforation (uterus), abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), vaginal infection/ vaginitis, depression, mental anguish, migraines, headaches, nickel allergy, dysmenorrhea (cramping) and essure confirmation test not done. Reporters, product details, concurrent condition, concomitant medication and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/essure coil tip being seen protruding into the uterus a few mm') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included headache and perineal pain. Concurrent conditions included insomnia since (B)(6)2017, blood pressure high since (B)(6)2013 and menometrorrhagia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6)2011 for birth control, atenolol for blood pressure high, zolpidem since (B)(6)2018 for insomnia, levonorgestrel (mirena) from (B)(6)2013 to (B)(6)2015 and norethisterone acetate (aygestin) from (B)(6)2018 for menstrual cycle management, topiramate since (B)(6)2012 for migraine as well as alprazolam since (B)(6)2018, estradiol since (B)(6)2017, gabapentin since (B)(6)2015, lisinopril since (B)(6)2018, rizatriptan from (B)(6)2011 to (B)(6)2018, tramadol from (B)(6)2018 to (B)(6)2019 and venlafaxine from (B)(6)2018. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2018, the patient experienced allergy to metals ("nickel allergy"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection/ vaginitis"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation with the novasure device and dilation and curettage on (B)(6)2018 and hysterectomy (full) with bilateral salpingectomy on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, heavy menstrual bleeding, depression, anxiety, headache, allergy to metals and dysmenorrhoea outcome was unknown, the vaginal haemorrhage, vaginal infection and weight increased had resolved and the migraine was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted : as per summon plaintiff had an hsg test done which confirmed that the essure device was successfully occluded and as per new fu essure confirmation test(s) conducted, specify no patient received treatment for:pain , bleeding, vaginal infections, weight gain successful placement of coils: right 3, left 3 concerning the injuries , reported in this case, the following ones were confirmed in patients medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/essure coil tip being seen protruding into the uterus a few mm') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included headache and perineal pain. Concurrent conditions included insomnia since (B)(6) 2017, blood pressure high since (B)(6) 2013 and menometrorrhagia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2011 for birth control, atenolol for blood pressure high, zolpidem since (B)(6) 2018 for insomnia, levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2015 and norethisterone acetate (aygestin) from (B)(6) 2018 to (B)(6) 2018 for menstrual cycle management, topiramate since (B)(6) 2012 for migraine as well as alprazolam since (B)(6) 2018, estradiol since (B)(6) 2017, gabapentin since (B)(6) 2015, lisinopril since (B)(6) 2018, rizatriptan from (B)(6) 2011 to (B)(6) 2018, tramadol from (B)(6) 2018 to (B)(6) 2019 and venlafaxine from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection/ vaginitis"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation with the novasure device and dilation and curettage on (B)(6) 2018 and hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, heavy menstrual bleeding, depression, anxiety, headache, allergy to metals and dysmenorrhoea outcome was unknown, the vaginal haemorrhage, vaginal infection and weight increased had resolved and the migraine was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted : as per summon plaintiff had an hsg test done which confirmed that the essure device was successfully occluded and as per new fu essure confirmation test(s) conducted, specify no patient received treatment for:pain , bleeding, vaginal infections, weight gain successful placement of coils: right 3, left 3. Concerning the injuries , reported in this case, the following ones were confirmed in patients medical records: pelvic pain, lot number: 675113 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included insomnia since january 2017, blood pressure high since may 2013 and menometrorrhagia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2011 for birth control, atenolol for blood pressure high, zolpidem since january 2018 for insomnia, levonorgestrel (mirena) from july 2013 to november 2015 and norethisterone acetate (aygestin) from (B)(6) 2018 to (B)(6) 2018 for menstrual cycle management, topiramate since january 2012 for migraine as well as alprazolam since january 2018, estradiol since january 2017, gabapentin since january 2015, lisinopril since january 2018, rizatriptan from january 2011 to december 2018, tramadol from november 2018 to january 2019 and venlafaxine from january 2018 to december 2018. On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection/ vaginitis"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation with the novasure device and dilation and curettage on (B)(6) 2018 and hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, headache, allergy to metals and dysmenorrhoea outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : as per summon plaintiff had an hsg test done which confirmed that the essure device was successfully occluded and as per new fu essure confirmation test(s) conducted, specify no quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no: 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included insomnia since on (B)(6) 2017, blood pressure high since on (B)(6) 2013 and menometrorrhagia. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from on (B)(6) 2011 for birth control, atenolol for blood pressure high, zolpidem since on (B)(6) 2018 for insomnia, levonorgestrel (mirena) from on (B)(6) 2013 to on (B)(6) 2015 and norethisterone acetate (aygestin) from on (B)(6) 2018 for menstrual cycle management, topiramate since on (B)(6) 2012 for migraine as well as alprazolam since on (B)(6) 2018, estradiol since on (B)(6) 2017, gabapentin since on (B)(6) 2015, lisinopril since on (B)(6) 2018, rizatriptan from on (B)(6) 2011 to on (B)(6) 2018, tramadol from on (B)(6) 2018 to on (B)(6) 2019 and venlafaxine from on (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal infection ("infection (bladder / urinary tract / vaginal) type: vaginal infection / vaginitis"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation with the novasure device and dilation and curettage on (B)(6) 2018 and hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, depression, anxiety, headache, allergy to metals and dysmenorrhoea outcome was unknown, the vaginal haemorrhage, vaginal infection and weight increased had resolved and the migraine was resolving. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted : as per summon plaintiff had an hsg test done which confirmed that the essure device was successfully occluded and as per new fu essure confirmation test(s) conducted, specify no patient received treatment for:pain , bleeding, vaginal infections, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added. Event outcome were updated to recovered: bleeding, vaginal infections, weight gain .event: weight gain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.